Event description:
A surgeon reports that an intraocular lens (iol) was scratched in the cartridge of the iol delivery system and that the pt experienced decreased vision 'due to the scratching'. Info received to date is confusing and conflicting. Several attempts have been made to clarify the details of this event. Add'l info has been requested.